Event description:
During the implantation procedure, the helix would not extend. It was reported that this was due to patient anatomy. The lead was not implanted.

Manufacturer narrative:
(B)(6) 2012: the analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.(B)(4).

Event description:
During the implantation procedure, the helix would not extend. It was reported that this was due to patient anatomy. The lead was not implanted.